Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The alarm trace showed an abnormal reagent aspiration alarm. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 3.54 umol/l. The customer questioned the result as it was lower than the direct bilirubin result. The sample was repeated and the result was 50.6 umol/l with flag. The sample was also repeated on another cobas pro analyzer and the result was consistent with the first repeat result. The exact repeat result was not provided.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. Instrument performance testing was acceptable. Aspiration errors were observed in the alarm trace data. A specific cause of the event could not be determined; however, the aspiration errors in the alarm trace suggest sample quality issues. The investigation did not identify a product problem.